Event description:
Consumer claims her heating pad is scorched. No injuries were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid shipping label for the return of the product. Consumer has not returned the product.